Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture found in the battery compartment and behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: during investigation, the pump was found to be completely unresponsive. The pump black box data was unable to be downloaded and further testing was not able to be performed due to no power to the pump. There was evidence of moisture found in the battery compartment and on internal components of the pump. Leak testing revealed leaks at a battery compartment crack and in the lens seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.